Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial procedure, when the physician was handed the lead, the helix was slightly extended. The helix was found to be bent and jumped out when extended. The physician suspected that the lead was damaged while the technical handled the lead. The lead was replaced. Patient was stable.